Manufacturer narrative:
(B) (4): the customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training with the starclose se device attempted arteriotomy of an excessively scarred common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was removed and the clip was found to have deployed in the distal end of the sheath. The physician reported that the locator wings had deployed above the arteriotomy in the tissue track due to the scarred groin. Hemostasis was achieved using manual compression. No adverse patient effects were reported. Though requested, no additional information was available.